Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the dovetails on the articular surface were not uniform in size.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records for the articular surface identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Follow up identified that a size 5 tibial component was implanted, which would be a compatible size for the articular surface used. It is unknown if the surgical technique was followed for this case. Detailed instructions for inserting the articular surface are provided in the surgical tip: articular surface inserter ¿proper technique & use¿ guidance document. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that, the dovetail feature was compressed and flared out. Scratches on part can be observed through visual inspection. Dimensional analysis of the liner found no deviations from the print specifications. DHR was reviewed and no discrepancies were identified. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was attributed to possible misuse. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the last medwatch. We were notified (B)(6) 2016 that the product was available and received at a different zimmer manufacturing location. The device was forwarded and received at our location on (B)(6) 2016. Device evaluated by manufacturer .product received but not yet evaluated.